Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not be connected to the device. After having the device in the body, the tests showed values to reposition the lead. The physician had to unscrew the lead to the device. And when the lead was in a better location, the physician was unable to screw the rv lead again. The physician noted the screw was loose or dislodged. The device was replaced and a new device was implanted. The rv lead was implanted and remains in use. No patient complications have been reported as a result of this event.